Event description:
Device malfunction: vessel locator button would not remain depressed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, as the operator performed the thumb advancer stroke the vessel locator button would not remain depressed, therefore, the vessel locator wings could not remain deployed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.